Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection shows detection methods. Reprocessing manual 3.5 manual cleaning shows preventative measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope elevator wire was broken. And the coating on the connecting tube was peeling. The reported issue occurred, during an unknown procedure. There was no patient/user harm or injury reported, due to the event. Upon device return and evaluation, it was observed, that the forceps elevator had foreign material. And several scope components were dirty which, are reportable events. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation, it was observed, that the forceps wire had a cut with a bent part; due to mechanical/ chemical stress caused by a handling issue. Due to this cut; the forceps raising angle did not meet the standard value. Additionally, it was observed, that the coating on the connecting tube was peeling; due to chemical stress/ deterioration caused by handling. Upon further inspection, foreign material was found on the forceps elevator. Also, it was observed, that the control unit, right, left, up and down knobs were dirty. These findings were, due to insufficient cleaning or handling of the scope. It was observed, that the adhesive on the bending section cover was detached. It was also observed, that the bending section cover itself had slack; due to excessive stress caused by a handling issue. It was observed, that the bending angle in all directions did not meet the standard value; due to wear of the angle wire. Additionally, it was observed, that the play knob in all directions did not meet the standard value; due to wear of the angle wire. It was also observed, that the image guide protector had a cut; due to handling. It was observed, that the scope connector was deformed; due to physical stress caused by handling. It was also observed, that the light guide bundle had breakage causing a decrease in output of light. It was observed, that the plastic distal end cover had a dent; due to a handling issue. Lastly, scratches were observed on the following unit components. Due to physical stress caused by a handling problem: objective lens, light guide lens, connecting tube and on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.